Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart mrx defibrillator had a defib and pacer test failure. There was no negative patient impact.

Manufacturer narrative:
(B)(4).

Event description:
This issue occurred during testing therefore there was no patient involvement.